Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 748240 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2016 product type extension product ID 748240 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2016 product type extension product ID 748266 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2016. Product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that there was wound dehiscence seen post-operative from a implantable neurostimulator (ins) battery change on (B)(6) 2016. A pocket and extension revision took place where the on (B)(6) 2016 where the ins and extension components were explanted. The leads remained in place. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.